Manufacturer narrative:
(B)(4). D10: 42540200032 - all-poly patella cemented 32 mm diameter - 66296648. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery. Subsequently, the patient underwent a revision due to loosening of patella and poly exchange for infection prevention and improve knee stability. Attempts have been made and no further information has been provided.